Event description:
During double balloon endoscopy procedure stiffener inserted into biopsy port to advance scope. When the scope was at approx 250 cm, about an hour into the procedure, the stiffener was attempted to be removed in order to treat multiple avms with apc. The stiffener broke during removal attempt, leaving half of the stiffener in the scope, so apc therapy was unable to be done. The dbe scope was withdrawn. A pediatric colonoscope was inserted and advanced to proximal jejunum, but unable to be advance pediatric colonoscope to area previously reached with dbe scope. Dates of use: 2010 - 2012. Reason for use: small bowel avms, gi bleeding.